Manufacturer narrative:
On 7/12/2019, mentor became aware that unintentionally did not report the generalized illness was added to patient code after reviewing the codes by clinicians. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/19/2019, for better codification mentor decided to update 'patient code': from "capsular contracture" to "breast pain" and from "generalized illness" to "skin reaction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5086061. It was reported that a female patient underwent an unknown breast surgery with mentor smooth round moderate plus profile 375cc saline breast implants which the patient reported that almost immediately after I received my breast implants, I developed skin sensitivities and would experience rashes on my breasts and trunk. The skin issues escalated over time to include rashes on my face, neck and back, as well as pain in my breasts, chronic sinus infections. My dr ordered allergy testing and I did not have any skin allergies. Nonetheless, I experienced constant rashes of varying degrees of severity for over 8 years. I removed my implants in a bilateral capsulectomy in (B)(6) 2018, my symptoms immediately subsided and have not returned. This report is for the left side.

Manufacturer narrative:
On 6/26/2019, upon reviewing the codifications,, clinician removed the patient code capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of implantation was on (B)(6) 2010, and mentor estimated the date of event as (B)(6) 2010. If additional information received the date of event will be updated and reported accordingly. Manufacturer¿s reference number: (B)(4).